Manufacturer narrative:
The insulin pump had a missing retainer, minor scratched display window, scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay at the select button and a missing reservoir tube o-ring. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was monitored and had unexpected power error during testing. Power loss alarms, low battery alarms and pump error alarms were confirmed in the history file. The power management graph had abnormal behavior. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly and then the power management parameters graph confirmed the unloaded voltage and loaded voltage were within specification range. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error and the plastic around the reservoir was cracked. The patient's blood glucose at the time of incident was 9.6 mmol/l. The insulin pump was returned for analysis.